Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The latch lock sensor was not functioning. This was replaced and the device passed all functional testes. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device had a latch/lock error. There was no patient involvement and no patient harm/ no adverse event reported.